Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy for four separate discriminators, but possibly delivered inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).